Manufacturer narrative:
Follow-up #1: date of submission 10/26/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/04/2016 with the following findings:during investigation, the battery compartment was cracked below the grip pad. No moisture was found in the battery compartment. Visible moisture was found on the display. The display text was multi-colored due to moisture in the pump. Unrelated to the original complaint, a crack in the base was found between the case seal and the keypad. A crack in the cover between the corner of the lens and the case seal. A leak test was performed and failed due to a crack in the pump case. The pump was opened to find moisture corrosion on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that the battery compartment was damaged and there was moisture in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.